Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced endoscope controller (ec) involved with this complaint and completed the device evaluation. Failure analysis replicated the reported complaint. The ec was installed into the test system and failed with error code 319 at startup indicating that the configured node did not respond. Further troubleshooting found that the dual camera interface board (dcib) was defective.

Event description:
Refer for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the repeated error 319 and replaced endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, evaluation has not been completed. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that prior to starting (post-anesthesia, ports placed) da vinci-assisted partial nephrectomy surgical procedure, the system had an error 319. Prior to the call, the customer power cycled the system, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed repeated non-recoverable error 319 in the system logs pointing to endoscope controller (ec). The tse had the customer perform hard power cycle the vision side cart (vsc), but the issue persisted. The customer elected to use another vsc to continue with the procedure. There was no reported injury.